Manufacturer narrative:
The consumer stated that when attempting to remove a u by kotex click super plus tampon from the vagina the tampon unraveled and the string fell off. The consumer mentioned she was able to manually remove all the pieces and did not seek medical assistance. Investigation findings: an assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found no anomalies that may have caused or contributed to the reported issue. A cluster assessment found 0 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends. Root cause: a root cause could not be determined. The complaint could not be confirmed. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. If further information becomes available we will provide a follow up report.

Event description:
The consumer stated that when attempting to remove a u by kotex click super plus tampon from the vagina the tampon unraveled and the string fell off. The consumer mentioned she was able to manually remove all the pieces and did not seek medical assistance.